Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the integrated electrosurgical unit (iesu) generator had repeated activation halted messages. The customer power cycled the iesu and changed out the monopolar power cable as the activation error was for only for monopolar energy. The tse confirmed the repeated 25913 errors in the logs. The tse advised the customer to replace the instrument, switch ports, and switch out to another power cable; however the issue still remained. The customer elected not to do any additional troubleshooting and would continue the case without monopolar energy. The clinical sales representative (csr) phoned in from offsite and after case completion and merged in customer who mentioned the iesu was not functional in monopolar or bipolar energy. The tse asked if they had a force triad in which the customer stated they did not however had an ft10. The tse explained the ft10 was not validated to integrate with the da vinci. The tse informed the customer on how the ft10 could be used as a stand along generator not integrated with the da vinci. The procedure was completed with no reported injury. Attempts have been made to obtain additional information from the customer concerning the reported event with no success.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) generator due to errors 3-06 and m-b-09 errors. The system was tested and verified as ready for use. Isi has received the iesu generator for failure analysis. The errors could not be reproduced. The unit energized and cauterized, and all ports recognized instruments. As a safety precaution, the unit will be returned to the other equipment manufacturer (OEM) for further investigation. A review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A review of the rfe procedure log showed two endometriosis resection procedures were performed on (B)(6) 2022 on system (B)(4). At this time, it is unknown which procedure is applicable to this reported event. This complaint is considered a reportable event due to the following conclusion: the integrated electrosurgical generator unit (iesu) was unavailable after the start of the procedure due to the erbe having repeated errors during the procedure. The surgeon was able to continue with the procedure robotically. The fse replaced the erbe to correct the reported issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.